Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that he was vomiting, nausea and thirst. The customer was treated with an insulin drip. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. The customer did not complete the testing. The customer stated that he will be ordering a new insulin pump and will continue using the back up until he gets the new device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.